Manufacturer narrative:
(B)(4). Investigation summary: the customer provided one photo for evaluation. It shows a needle assembly in its packaging blister. From the photo, it looks like the needle is damaged near the plastic hub area. However, analysis of the physical sample could help to identify a potential root cause better. Based on the investigation carried out, and the photo provided, the reported symptom is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 8277629 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch #. Rationale: CAPA not required at this time.

Event description:
It was reported that during inspection prior to use the needle was discovered to be defective with a bd filter needle. The following information was provided by the initial reporter, translated from (B)(6) to english: during the inspection of the batch of 8277629 filter needles by our company on (B)(6) 2020, new types of defects were discovered, specifically: the filter needle was deformed, and the needle was flat mounted near the needle seat.